Manufacturer narrative:
Product event summary: analysis found one line was missing in the lower display and the battery contacts were contaminated. It was noted one bail and one ring attachment were missing and the display was scratched. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.